Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to charging difficulties and magnetic resonance imaging (MRI) access. Device will not return because hospital would not release it. No additional adverse patient effects were reported, patient doing well post op.